Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual examination of the pump, the keypad cover was observed to be completely peeled off the pump. During testing, all of the keypad buttons were unresponsive. All of the keypad button contacts were missing and contamination was observed where the button contacts would have been. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked at the threads.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad rubber peeled off and all the keypad buttons became unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.